Event description:
The device was connected to a pt, described as in full arrest. The pt was said to have been down at least 20 minutes unassisted. Reportedly, when the device was used to perform an analysis of pt ECG, the device rendered a no shock decision. Subsequent to the event, the facility reviewed the pt record which had been printed from the device. The facility expressed the opinion from this review that the device inappropriately rendered a no shock decision for the pt.